Event description:
Caller reported that tandem mobi cartridge would not snap into pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who guided them through comparing the old and new cartridges and loading a new one. The customer successfully resumed insulin delivery without further issues, and replacement cartridges were ordered to ensure customer satisfaction.